Event description:
A (B)(6) male was implanted with a tandem cuff aus device sometime in (B)(6) of 2007, details not provided. On (B)(6) 2008, the balloon was revised. On (B)(6) 2008, the entire tandem cuff aus device was removed and replaced due to incontinence, distal cuff had been only partly closing as before, pump appears to be working and not empty. Pt is doing well with good performance.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.